Event description:
Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Patient reports that the medication leaked out during their infusion yesterday, due to defective tubing. Patient states that when infusion was done, it did not appear that they received most of the medication because the gauze and their pajama pants were soaked with medication. Patient does not know if any medication was actually infused. Md is aware and advised for patient to wait and resume with normal infusion on (B)(6) 2026. No additional information is available. Unknown if pt experience an adverse event. Unknown if pt missed dose. Unknown if device available for return. Date of malfunction: unknown. Unknown if provider is aware.